Event description:
It was reported that during routine follow-up, the patient complained of experiencing pacemaker syndrome. The patient had recently undergone an aortic valve replacement. The pulse generator was found to be operating in backup vvi mode. The device had issued elective replacement indicator for low battery in 2014. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.